Event description:
A pt reports that one of his battery packs won't charge. When he puts it in the charger the battery fault symbol "lights up red" and the charger fault symbol "lights red, too". He tried inserting the battery pack into the charger several times but got the same result. A review of the pt's downloaded data shows multiple battery fault flags. A replacement battery pack was provided.